Event description:
It was reported that the device longevity provided an estimate of approximately five months, but then reached elective replacement indicator one month later. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4574 implantable pacing lead (B)(6) 2004. (B)(4).